Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that ¿it was off¿ and it was not helping even after they turned it back on. They stated that the issue was not resolved after it was turned back on. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. Patient reports their therapy is not helping that the leaking is worse now than ever before. Patient said that therapy did work for the first four months and then they had a loss of symptom control. When asked, patient said that she has made adjustments herself on all 4 programs however she has not had any reprogramming sessions in office. Patient services reviewed basic functionality of the programmer, how to sync and icon meaning, and patient did connect to ins and said setting is at 6.1 v however said that stim is off. When asked, patient said she doesn't know how or when stim was turned off. Patient services reviewed that stimulation does need to be turned on to have therapy. Patient services inquired whether or not patient would like to turn stimulation on at this time and patient confirmed that she did. It was suggested patient turn stimulation setting down and then turn stimulation on. Patient turned stim setting down to 3.0 v and then turned stim on. Patient said that she is considering on having system removed as she needs CT scans and MRI and the hcp that suggested CT scan told patient that CT scan can't be performed with her implant. Patient services reviewed that since stimulation was off at beginning at call, it is patient¿s decision whether to use therapy or turn it off. No further complications were reported or are anticipated.